Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-21459. It was reported the patient experienced several falls and lead migration. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.